Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that a kink on the loop (misshape) and the pebax tube was ribbed. Also, the compatibility issue was confirmed. In concussion, the reported issue was confirmed through testing. The catheter failed the returned product inspection due to a loop misshape and a ribbed pebax tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, resistance was observed when inserting the mapping catheter into the balloon catheter. The mapping catheter was replaced with resolve, and the case was completed with cryo. The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.